Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging throat irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a CPAP device's sound abatement foam alleging throat irritation. The manufacturer has received the additional information alleging nasal shortness of breath, headache, dry mouth. There was no report of serious or permanent patient harm or injury. Section g3, h6 has been updated / corrected.